Event description:
The customer stated that had drive on the central monitoring system (cns) tried to rebuild the other drive but the drive could not be rebuilt. The video driver has failed as well. Half of the touchscreen is not working. Customer can not get into nk software, and an error message of "software is locked" appeared. MFR ref#: 8030229-2015-00043.